Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve, the handle of the delivery catheter system (dcs) separated. The valve was halfway loaded and pushed into the nose cone and as the handle continued to be turned it was noted that the handle had separated. The valve appeared symmetrical in the cone. The valve was successfully loaded into a new dcs. The loader was from the site and was an experienced loader who felt that after pushing the inflow into the cone as he started turning the knob "something didn't feel right". No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA's 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the device was returned with the end cap/screw gear snap fit connected. Visual analysis showed the capsule, handle, tip-retrieval mechanism, inner member shaft, and spindle hub appeared intact with no evidence of damage. The device was received with the capsule partially opened. During functional testing, the deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The deployment knobs were separated by the medtronic analysis technician; both tabs had a hairline fracture at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported the deployment knob (actuator) separated during loading. The suspect dcs was returned for analysis with the handle components intact. The actuator components were separated during analysis and the snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.